Event description:
The recipient reported affected hearing performance with the device for the last few days (beginning september). Re-implantation is considered.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by minute device mobility appears likely. However, a device investigation of the explanted device is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient reported affected hearing performance with the device for the last few days (beginning (B)(6)).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.